Manufacturer narrative:
(B)(4). Concomitant medical products: 010000589 comp rvrs 25mm bsplt ha+adptr 271880, 115310 comp rvrs shldr glnsp std 36mm 928200, 113652 comp primary stem 12mm std 903880, 115370 comp rvs tray co 44mm 672680, 180550 comp lk scr 3.5hex 4.75x15 st 317350, 180551 comp lk scr 3.5hex 4.75x20 st 445120, 180552 comp lk scr 3.5hex 4.75x25 st 317450, 115396 comp rvs cntrl 6.5x30mm st/rst 650460. Concomitant medical products. The complaint is under investigation. Once the investigation is complete a follow MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 11047, 0001825034 - 2018 - 11055, 0001825034 - 2018 - 11057, 0001825034 - 2018 - 11058.

Event description:
It was reported that the patient underwent a right shoulder arthroplasty and now has reported unexplained pain on an unknown date. No additional information is available at this time.

Manufacturer narrative:
UDI: (B)(4). The complaint cannot be confirmed as no medical records were provided. DHR was reviewed and no discrepancies were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.